Event description:
It was reported that the user awoke to an unexpected ilet setup prompt and then experienced hyperglycemia after completing setup, sensor pairing, a full supply change, and resuming insulin delivery on an ilet system integrated with a dexcom g7 sensor; later review of engineering logs showed the user performed a factory reset, and the user also reported phone incompatibility with the ilet and circle apps. Symptoms included hyperglycemia without other clinical signs or symptoms. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user, followed by review of the engineering log. Investigation of this case revealed no additional findings and insufficient information regarding a device component issue, with the reported problem characterized as insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.